Manufacturer narrative:
.

Event description:
The patient reported to the hcp with symptoms of increased weakness and soreness in the right thigh and buttock. An x-ray and MRI were performed to rule out fibrosis or a granuloma at the catheter tip. The tests were read by a radiologist and neurologist but were inconclusive. After the MRI, a 40 hour motor stall occurred. The pump recovered, the hcp removed the morphine (10 mg/ml) from the pump and replaced it with normal saline. The patient was placed on oral medication and was instructed to follow-up with their hcp in one month. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Please refer to manufacturer's report#: 6000030200703794.